Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9550016) was impeded in the middle section of a microcatheter and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire after it was out of the y connector. The doctor switched to a second new stent, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9568619) in which the same issue occurred. The doctor removed the second stent and a prowler select plus 150/5cm microcatheter (606s255x, 31432572) from the patient and switched to a second prowler select plus 150/5cm (606s255x, 31432572) to deliver the second stent. The second stent encountered resistance in the second microcatheter and could not pass through the second microcatheter. The doctor removed the second stent and the second microcatheter from the patient and switched to a third stent and a third microcatheter (both were other brands) to complete the surgery. The surgery was prolonged by about 15 minutes. Additional event information received on 15-oct-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheters did not kink/bent. The 15 minutes procedural prolongation did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31432572 number, and no internal actions related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.